Event description:
Meter is reading in mmol/l instead of mg/dl. No adverse event reported.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = t) (B)(4) the investigation found meter programmed in mmol/l instead of mg/dl. The root cause is meter was configured with the incorrect unit of measure. Meter serial number is included on the recall. Product codes updated. Correction of 510(k):from k080641 to k090495.

Event description:
Meter is reading in mmol/l instead of mg/dl. No adverse event reported.

Manufacturer narrative:
(B)(4). Product serial number under recall. Recall number z-0910-22014.